Manufacturer narrative:
Monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Manufacture dates: monitor: 8/6/2015, electrode belt: 3/20/2015.

Event description:
A distributor contacted zoll to report that a french patient passed away while wearing the lifevest. The patient was in the hospital prior to passing. It was reported that the patient was externally defibrillated by the hospital staff. At 2:52:33 am on (B)(6) 2017, the patient's rhythm transitioned from a sinus rhythm at 75 bpm to ventricular fibrillation (vf). The lifevest went into a detection sequence for 23 seconds, before the patient's rhythm self-converted to an idioventricular rhythm at 75 bpm. The patient's rhythm transitioned back to vf. The lifevest was not in the detection sequence long enough before the patient's rhythm self-converted, to deliver a treatment. At 2:53:01 am, a non-treatable rhythm was declared by the lifevest. At 2:53:25, the patient's rhythm transitioned to vf. The lifevest began a detection sequence which last 20 seconds before an external defibrillation was delivered. The post-shock rhythm of the external defibrillation was idioventricular at 50 bpm, transitioning back to vf. At 2:53:48, a non-treatable rhythm was declared by the lifevest. At 2:54:12 am, the patient's rhythm was vf. The lifevest was in a detection sequence for 17 seconds before a non-lifevest defibrillation was delivered. The post-shock rhythm of the external defibrillation was idioventricular at 40 bpm transitioning back to vf. The lifevest typically requires 25 seconds of sustained vt to deliver a treatment. At 3:01:28, the patient's rhythm was vf with CPR artifact. The CPR and motion artifact prevented the device from delivering a treatment due to varying amplitudes of the ECG. At 3:28:28. The electrode belt was disconnected. The patient was taken to an ICU where he later passed away.